Event description:
It was reported that a broken ventricular connector was found during device inspection. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was broken. It was also noted that the upper case, both bail covers and ring cover were broken, the lower case was broken and had rust in battery compartment, one case screw was the wrong part, the battery contacts were compressed, the bails were missing and there was rust on the battery flex.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.